Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting intermittent oversensing with non-capture. An invasive procedure was performed. Fluid was found in the atrial and ventricular ports. Both the atrial and ventricular leads were exhibiting an abnormal increase in lead impedance. The leads were removed from service for possible insulation fractures. The physician elected to explant the ipg.